Event description:
Boston scientific crm received information that a left ventricular (lv) lead replacement procedure occurred for this clinical study where the patient was a dog. The chronic lv lead was successfully removed and a new lead was successfully implanted. While testing the pacing and the voltage threshold through the pacing system analyzer (psa), the patient went into mild intermittent av block and mild bradycardia. Following the psa data collection, atrial and ventricular pacing and auto threshold tests were performed by the zoom programmer to ensure lead placement remained intact during the lv changeout. The lv lead was not inserted into the header and no port plug was used during this period. During pacing, morphology of the electrogram changed immediately as seen on printout from defibrillator machine. It was during this time when the heart rate dropped, pressures dropped, the noninvasive cuff could not pick up a signal and palpation of peripheral femoral pulses were absent. The dog was given medication; however, the electrogram noted severe st elevation and variations of pulse pressure. The dog went into ventricular fibrillation and then ventricular tachycardia. More medication was given to the dog; but the case was called due to non-sustainable values on blood gas, severely metabolically acidotic, severe hypercarbemia, the severity of onset, the severity of deterioration and notable massive myocardial infarction on strips. During surgery, an electrocautery unit was used with a grounding plate with significant wet gauze pads in contact with the animal's hair coat. The plate was positioned directly under the heart as the dog lied in a left lateral position. The unit was used to stop hemorrhaging and was left on.

Manufacturer narrative:
This lead was explanted. Pending the completion of lab analysis, this section will be updated appropriately.